Event description:
The customer's wife reported via phone call that the reservoir area is broken and the o-ring keeps coming out. Caller stated that the reservoir had popped out of the pump yesterday evening and the customer's blood glucose was over 400 mg/dl. Customer was able to treat and get his blood glucose down. Customer has a plastic missing on the reservoir compartment and stated that the damage occurred over time. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan. Customer declined to return the pump at this time.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.